Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, a flail, a prolapsed anterior and posterior. Two clips were implanted, reducing mr to a grade of 2. On (B)(6) 2025, the patient underwent a clip retrieval procedure to remove one of the implanted clips. The clip had embolized into the right ventricle. It was noted that when the physician attempted to pull the clip, the patient became hypotensive. Therefore, the procedure was discontinued. Tissue damage was observed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and based on the information provided, a cause for the reported expulsion (clip detaching from both the leaflets) resulting in mitral valve insufficiency/regurgitation, embolism and foreign body in patient cannot be determined. The reported tissue injury resulting in hypotension and tricuspid valve insufficiency appears to be due to procedural conditions/user technique as the tricuspid valve got damaged while trying to extract the embolized clip. Dislodgement of previously implanted device (foreign body in patient), embolism, tissue damage/injury, hypotension and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.